Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4, h6 a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: the diagnosis and indication for the index surgical procedure? Uterovaginal prolapse and stress urinary incontinence. What was the initial approach for the index surgical procedure? Vaginal retropubic. Were any concomitant procedures performed? Cystoscopy: insertion and removal of ureteral stents (left), sacrospinous ligament suspension, perineorrhaphy. Were any concurrent devices implanted? None. Other relevant patient history/concomitant medications? None. Were there any intra-operative complications? None. Please provide the date and findings of the retrograde fill voiding trial performed. (B)(6) filled with 300cc, unableto empty all. Sent home with foley catheter. (B)(6) filled 350cc and voided 300cc. Passed void trial in office and foley removed. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Surgery and anethesthia. What is the patient's current status? Resolved without sequalae. Oiding normally. Product code and lot number? Tvtrl gynecare, 3944884. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2025 and mesh was implanted. On (B)(6) 2025, mild post operative urinary retention was noted. The patient underwent retrograde fill voiding trial and the event was recovered/resolved without sequelae as of (B)(6) 2025. This was reported as unlikely related to the study device and probably related to the study procedure. Additional information was requested.